Event description:
Received letter from store claims management on behalf of consumer. "Customer alleges, he slept overnight on heating pad and when he pulled it off the next morning, it ripped his skin off." Consumer was contacted on 10/16/2007 for follow-up info. He had been having some back problems, so he wore product for the first time for 5-6 hours. When removing, he felt needles on his back & the patch had his skin on it. Consumer did not provide any treatment info and has not seen a health professional.